Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included anxiety, gestational diabetes, gerd, depression, nausea, vomiting, pain, muscle ache, dizziness and sleep disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: it was reported that 4 trailing coils on the right side. A similar fashion was used on the opposite side with 1 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics and laboratory data were added. Essure indication updated. Essure indication updated. Added lot number and expiration date. On (B)(6) 2016, she explanted essure. Injury events was updated to dysmenorrhea (cramping), pain/ pelvic pain, vaginal pain, patient did not performed essure confirmation test. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included anxiety, gestational diabetes, gerd, depression, nausea, vomiting, right upper quadrant pain, muscle ache, dizziness and sleep disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had hysterectomy with salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: it was reported that 4 trailing coils on the right side. A similar fashion was used on the opposite side with 1 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.